Manufacturer narrative:
Visual inspection of the balloon under 10x magnification verifies that the balloon has a hole in it. The edges of the hole are smooth in appearance and not jagged. Typically the smooth edges of a burst like this one means that the balloon had something sharp puncture it. Visual inspection of the device shaft verifies that the device has dried blood and fluids on it. Water was introduced through all of the device lumens, and with exception to the balloon, the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. There is no way to determine how or where the damage to the balloon occurred.

Event description:
Balloon rupture during prep.